Event description:
This spontaneous report of a non-serious, unlabeled event (capillary disorder) is being submitted as a 10-day report. A nurse practitioner reported a female pt received an injection of restylane injectable gel (injectable dermal filler) to the nasolabial folds and lips in 2008. Anesthesia in the form of a dental block with lidocaine was used pre-procedure. Medical history included previous restylane injections without incident, rosacea, broken capillaries, facials and electrolysis. Concomitant medications included synthroid, wellbutrin, xanax, and a multivitamin. The pt reported approx three months later that she had been noticing broken capillaries (capillary disorder) in the nasolabial fold area. The pt was scheduled for intense pulse light (ipl) approx two months later, as treatment for the event. The nurse practitioner's opinion of causality was the injection made the event worse (condition aggravated). As of the date of this report, the event was ongoing. The lot number was 9153 and expiration date 03/2010.